Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000481, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The mobile view station (mvs) was losing battery on the ups. The ups battery was replaced and the operation of the mvs on the battery supply was checked. The imaging system then passed the system checkout and was found to be fully functional. The ups battery cartridge was discarded and will not be returned for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the imaging system at the site has an mobile view station (mvs) which the power would not stay on long enough on batteries. There was no patient present when this issue was identified.